Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. There are numerous hypotube and shaft kinks. The balloon has a 12mm longitudinal tear starting 27mm from the proximal markerband. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 21apr2018. It was reported that crossing difficulties were encountered. A 4mm x 40mm x 146cm coyote¿ es balloon catheter was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, product analysis revealed balloon torn longitudinally.